Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported having lower back pain and they went to the chiropractor to have adjustments, but it did not resolve. The patient met with a healthcare professional (hcp), who determined they have a urinary tract infection (uti). The patient noted she had not a uti since implant, but had utis prior, without back pain. The patient inquired about the possibility of implant migration. Additional information from the healthcare professional (hcp) reported the lower back pain seemed to be related to cystitis. The hcp noted the patient had a urine culture. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.